Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery at c5/6 due to stenosis and right arm pain. Post-op, the device became loose. The patient suffered from left arm pain, tissue discoloration was also observed. Hence, a revision surgery was performed in which the device was explanted.